Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Specific blood glucose (bg) values were note provided. As a result of the basal suspension, customer's blood bg level rose to 468 mg/dl and caused customer to be in diabetic ketoacidosis. The customer was hospitalized and treated with intravenous insulin. Additional information was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.